Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/5/2021 additional information: b2, b3, h6, h6 clinical code: g07002 - device not returned   additional information was requested and the following was obtained: the patient demographic info: bmi at the time of index procedure =>the patient is 78 years old male. His weight is 53 kg. Date and name of initial surgical procedure? =>the date is (B)(6) 2021. Procedure is laparoscopic adhesiolysis. What were current symptoms following the index surgical procedure? Onset date? =>the patient was readmitted on postoperative day 10 due to recurrence of intestinal obstruction. What are the patient comorbidities/concomitant medications? =>no further information is available. Product lot #? =>no further information is available. Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) =>strong adhesion was found mainly in the small intestine, which was hyaline, and foreign body reaction to the interceed was strongly suspected. What was the onset date, time from the index surgery? =>the patient was readmitted on postoperative day 10 due to recurrence of intestinal obstruction. Was medical intervention required to treat the foreign body reaction? Results? =>no further information is available. Any concurrent surgeries or procedures? =>no further information is available. What were the patient¿s symptoms? =>no further information is available. How were post-procedural adhesions confirmed? Location and severity? =>no further information is available. Please provide the date and surgical findings of re-operation. =>(B)(6), 2021. What is physician¿s opinion as to the etiology of or contributing factors to this event? =>at the time of the reoperation, a strong adhesion was found in the small intestine where the interceed was used. In addition, hyaline degeneration was found. Therefore, foreign body reaction to the interceed was strongly suspected. What is the patient's current status? =>the patient has been hospitalized. There is no problem in patient condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4) date sent to the FDA: 4/5/2021 corrected information: d3, g1 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: bmi at the time of index procedure. Date and name of initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Product lot #? Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). What was the onset date, time from the index surgery? Was medical intervention required to treat the foreign body reaction? Results? Any concurrent surgeries or procedures? What were the patient¿s symptoms? How were post-procedural adhesions confirmed? Location and severity? Please provide the date and surgical findings of re-operation. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic adhesiolysis on (B)(6) 2021 and an absorbable adhesion barrier was applied directly under the wound. In the initial operation, the adhesion part was sharply cut off with scissors, and there was a small amount of bleeding from the surface of the small intestine. The patient was discharged on postoperative day 8 but was readmitted on postoperative day 10 due to recurrence of intestinal obstruction. The patient was treated conservatively but showed no improvement, so the patient underwent reoperation. During surgery, strong adhesion was found mainly in the small intestine, which was hyaline and fibrous adhesion of the serosa was seen. Additionally, accumulation of macrophages and multinucleated giant cells were observed and considered to be a foreign body reaction. Foreign body reaction to the absorbable adhesion barrier was strongly suspected. Additional information has been requested.